Event description:
External pacemaker showed pacer spikes on monitor but no electrical current stimulated pt. Another external pacer was available and worked. The next morning when reviewing the piece of equipment rptr found the connecting cable loose. Rptr spoke to the co, they stated that if the y connection was not tight this may happen. They will send a loaner while they review this piece of equipment. Rptr's bioengineering dept found no problem with electrical output.